Event description:
The device (part number cev134) was returned to mxi service and repair.

Manufacturer narrative:
The device (part number cev134) was evaluated and indicated that the black plastic piece at the connection was charred. The electrode was in short-circuit. The plastic combustion and the electrode damage was very likely due to the presence of humidity/blood/tissue in the connection zone, which created the formation of an electric arc. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).